Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder and pump components removed due to unknown reason . A new inflatable penile prosthesis consisting of 18 cm x 12 cm cylinders and pump were implanted.